Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "felt a very small lump" in her left breast", "pain" and "a little bit of discharge from her nipples", "super lethargic" and "I wasn't feeling well". Patient representative reported "plaintiff was implanted with bilateral biocell natrelle silicone-filled texture breast implants. As a direct and proximate result of biocell implants, plaintiff is at an increased risk of developing bia-alcl. Had plaintiff been informed that biocell would expose them to an increased risk of bia-alcl, they would have never had the biocell implant installed. Plaintiff has incurred and will continue to require and incur expenses in connection with medical treatment as a result of these injuries, which were caused by defendants¿ biocell products, and their unlawful conduct with respect to biocell¿s design, manufacture, marketing, distribution, and sale. Plaintiff has endured and will continue to endure pain, suffering, mental anguish, and loss of enjoyment of life as a result of injuries, has suffered lost earnings and/or a loss of earning capacity, and other injuries and damages to be proven at trial". Later, healthcare professional reported "breast ptosis and deflation". This record is for the left side. Device was explanted.